Event description:
Treatment of an aneurysm. During the procedure, it was reported that the fifth implant coil prematurely detached as the physician was rubbing and flushing it in saline. The device was discarded.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).